Event description:
It was reported an error code 41541. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched lcd lens and a bubbled downstream occlusion sensor seal. The customer stated problem was confirmed. The device was found to have an error code 41541 on the screen upon power up and was found also in the event log history. The error code indicate a problem with latch lock flex sensor issue but unable to repeat the issue during testing. Latch lock flex sensor was replaced as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.